Event description:
It was reported the patient complained of chest pain. The device was interrogated and it was found the threshold and impedance measurements had increased. Radiography determined a lead perforation had occurred. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This report was submitted on (B)(6) 2013 @ 18:26:26 central time. However, the report was submitted during an outage and it was later discovered that proper acknowledgements were not received. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).